Manufacturer narrative:
The guidewire was returned for evaluation in three (3) pieces. The longer piece was coiled around itself and secured with excessive tape. A smaller, unraveled piece was also taped to the longer piece. A third piece was returned with the outer coil unraveled on one end and a knot in the opposite end. Visual inspection revealed a great deal of tissue entangled in the knot. Relative measurements were taken on the non-damaged portions of the wire and found the device to be within specification. The returned device was evaluated by medcomp engineering. Multiple tests were conducted attempting to replicate the complaint condition but were not successful. A possible cause of the knotted tip could be a back-and-forth motion during the insertion procedure. This can cause the wire to fold back on itself resulting in a knotted tip. This may also cause the wire to be difficult to remove, resulting in applying more forces than the device is designed to withstand to remove it. A root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings: do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Basilic vein punctured using introducer needle under u/s guidance-good blood flow through needle. Attempted to pass guidewire via needle, but experienced resistance. Unable to withdraw guidewire. Fluoroscopy of patient's arm-tip of guidewire appeared knotted. Attempts to manipulate wire under fluoroscopic guidance unsuccessful. Attempts to untangle know using 4f dilator unsuccessful. The patient had to go to theatre.